Event description:
During a coronary stenting procedure, the shaft of the sds became bent and broke outside of the patient. During an attempt to directly place the stent, the product did not cross the target lesion and the physician removed it from the patient. The lesion was then predilated with an unknown balloon. The physician noted that the catheter was kinked while they were attempting to reload the stent back onto the wire. As they advanced it, the shaft kinked further, which caused the break. They took it off the wire and used another (new) product. There was no injury to the patient. The details regarding the patient's demographic data are not available. The product has been returned for evaluation and testing, the results of which are pending.